Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4). Placeholder.

Event description:
Facility reported to anspach service & repair: part 532.010 small battery drive is grinding and part 532021 sagittal saw attachment is broken. This report is on the sagittal saw attachment.. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number cannot be verified as a synthes lot number. The customer's complaint that the unit is broken was confirmed. The device was evaluated and the complaint was substantiated. Evidence suggests this is due to improper handling. Placeholder.